Event description:
A customer contacted a baxter technical service rep (tsr) regarding system error alarms that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. The home patient (hp) disconnected himself during sleep (the pt line and the transfer set became disconnected). The tsr recycled power, cleared and explained the alarm and told the caller to discard supplies, and finish with manuals. The caller will contact the rn regarding the hp disconnecting during therapy and any sterility issues. No patient injury or medical intervention was indicated at the time of the initial report.